Manufacturer narrative:
During the zoll investigation on (B)(6) 2022, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. The root cause for the observed issue was that the brake gap was out of specification, caused by loose screws on the brake. Visual inspection of the platform was performed, and no physical damage was observed. The archive data revealed a "system error 139 (unable to hold compression position)" error message, thus confirming the observed complaint. The error message was cleared using the ap vision software. The brake gap was then adjusted, and the device functioned as intended. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 30 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the zoll investigation on (B)(6) 2022, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.